Manufacturer narrative:
(B)(4). Baxter medical assessment: from the narrative it is not obvious if and where actifuse has been used and implanted. Actifuse is a bone graft substitute that is not intended to be used in place of cortical strut allograft bone where high tensile, torsion and/or bending strength are required. It's use is contraindicated in impaction grafting for failed total hip or knee arthroplasty and in instances in which direct loading of graft material may occur. For clarification of a potential contribution of actifuse to the hip prosthetic failure following information is crucial. Where anatomically has the actifuse been applied and what other medical devices have been used concomitantly. Has the actifuse material been exposed to mechanical load or for impaction grafting. What were the findings of the urgent revision surgery and what was the determined cause of the failure (based on the intraoperative findings). A causal relationship cannot be determined, based on the existing clinical information (not-assessable). (B)(4). No additional information is currently available. No sample is available for evaluation as the product was used. As the initial reporter was the patient, her contact information has been removed from the report. Baxter is currently in the process of following up for additional details. A follow-up report will be submitted upon receipt and evaluation of the additional information.

Manufacturer narrative:
(B)(4). Multiple attempts have been made to contact the reporter for additional information. No response has been received. No additional information is currently available. If additional information is received, the information will be assessed accordingly. This case will be kept on record for trending purposes.

Event description:
The following narrative was provided from (B)(6): due to a cracked/failure to hip, a prosthetic device was used. A third unnecessary complete total hip revision was needed urgently. The previous prosthetic lasted a little over a year. The patient and surgeon both believed that this was the last revision that would take place (based on the age of the patient and the permanence to which the hip device was surgically placed and reinforced). A cadaver bone, hip trochanter claw, and banding were used to hold the entire production together. There was no dysfunction to the patient and it appeared that the combination of the products would suit for the duration of a lifetime. The patient walked without a limp after the surgery. Neither the patient nor surgeon believed that any concomitant medical products or therapies were utilized that would have caused the product/hip impact to fail as it did and at such an early date after implantation. The patient reported that he did not fall or experience any accident/incident that impacted the left hip and would have compromised the implant in any fashion.